Event description:
Received a report of an event to a home hemodialysis pt. It was reported that the pt was undergoing hemodialysis and after approx. 1 1/2 hours into the dialysis treatment, the machine alarmed a low venous pressure alarm. The bloodline had separated from the venous injection port. It was reported the event resulted in a 300 ml loss of blood but no medical intervention or treatment resulted from the blood loss. It was also reported that the blood in the arterial line was able to be returned to the pt. A sample is available for eval.